Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side implant deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified flat creases, void >1 mm in non-textured area, and one curved opening. A leak test and microscopic analysis were performed which identified one sharp opening, wear abrasion, and two striated openings. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp opening in the anterior side assessed as unidentified (tear) opening, and two striated openings in the radius side assessed as surgical damage.